Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain') and genital haemorrhage ('unusual bleeding / heavy and abnormal bleeding') in a 41-year-old female patient who had essure (batch no. 628196) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure implant and ablation was performed same day". The patient's medical history included uterine dilation and curettage, menorrhagia and cholecystectomy. Previously administered products included for an unreported indication: ibuprofen and vitamin b. Concurrent conditions included discomfort in joints, breast lump, arthritis, urinary frequency, paratubal cyst and tonsillectomy. Concomitant products included estradiol from (B)(6) 2017 to (B)(6) 2017, oxycodone hydrochloride;paracetamol (percocet), paracetamol (acetaminophen) and vitamin d nos (vitamin d). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menometrorrhagia ("irregular menses with prolonged bleeding/ unusual menstrual cycle"), abdominal pain ("abdominal pain"), arthralgia ("joint pain/ knee pain / ankle pain"), fatigue ("fatigue"), headache ("headache") and alopecia ("hair loss"), 7 years 3 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping"), depressed mood ("no longer happy"), asthenia ("no energic as she was"), dysmenorrhoea ("severe menstrual pain"), dyspareunia ("pain during intercourse"), libido decreased ("level of sexual intimacy declined") and menstrual disorder ("unusual periods"). The patient was treated with surgery (robotic assisted laparoscopic total hysterectomy and bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menometrorrhagia, abdominal pain, arthralgia, fatigue, headache and alopecia was resolving and the genital haemorrhage, abdominal pain lower, depressed mood, asthenia, dysmenorrhoea, dyspareunia, libido decreased and menstrual disorder outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, arthralgia, asthenia, depressed mood, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, libido decreased, menometrorrhagia, menstrual disorder and pelvic pain to be related to essure. The reporter commented: the coil was released and good visualization of three rings of coil were seen from that ostia. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - in (B)(6) 2010: essure confirmation test was performed. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysmenorrhea, pelvic pain, abdominal pain lower, hair loss, headache, depression. Most recent follow-up information incorporated above includes: on 14-oct-2020: pfs received. Event "unusual periods" added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain") and genital haemorrhage ("unusual bleeding / heavy and abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menometrorrhagia ("unusual and prolonged periods / irregular and prolonged menstruation"), abdominal pain lower ("cramping"), depressed mood ("no longer happy"), asthenia ("no energic as she was"), dysmenorrhoea ("severe menstrual pain"), dyspareunia ("pain during intercourse"), abdominal pain ("abdominal pain") and libido decreased ("level of sexual intimacy declined"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, menometrorrhagia, abdominal pain lower, depressed mood, asthenia, dysmenorrhoea, dyspareunia, abdominal pain and libido decreased outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, asthenia, depressed mood, dysmenorrhoea, dyspareunia, genital haemorrhage, libido decreased, menometrorrhagia and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-jul-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain") and genital haemorrhage ("unusual bleeding / heavy and abnormal bleeding") in a 41-year-old female patient who had essure (batch no. 628196) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure implant and ablation was performed same day". The patient's past medical history included uterine dilation and curettage and menorrhagia. Previously administered products included for an unreported indication: vitamin b and ibuprofen. Concurrent conditions included discomfort in joints, breast lump, arthritis, urinary frequency and paratubal cyst. Concomitant products included cholecalciferol (vitamin d), ibuprofen (motrin), oxycocet (percocet) and paracetamol (acetaminophen). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2017, 7 years 3 months after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menometrorrhagia ("irregular menses with prolonged bleeding/ unusual menstrual cycle"), abdominal pain ("abdominal pain"), arthralgia ("joint pain/ knee pain / ankle pain"), fatigue ("fatigue"), headache ("headache") and alopecia ("hair loss"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping"), depressed mood ("no longer happy"), asthenia ("no energic as she was"), dysmenorrhoea ("severe menstrual pain"), dyspareunia ("pain during intercourse") and libido decreased ("level of sexual intimacy declined"). The patient was treated with surgery (robotic assisted laparoscopic total hysterectomy and bilateral salpingo-oophorectomy). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain, genital haemorrhage, menometrorrhagia, abdominal pain lower, depressed mood, asthenia, dysmenorrhoea, dyspareunia, abdominal pain, libido decreased, arthralgia, fatigue, headache and alopecia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, arthralgia, asthenia, depressed mood, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, libido decreased, menometrorrhagia and pelvic pain to be related to essure. The reporter commented: the coil was released and good visualization of three rings of coil were seen from that ostia diagnostic results: in (B)(6) 2010, essure confirmation test was performed by x-ray. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysmenorrhea, pelvic pain, abdominal pain lower, hair loss, headache, depression. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6)2018: plaintiff fact sheet and medical record received. Reporter information, patient¿s demographic information, other relevant history and lab data updated. Essure lot number, indication female sterilization was added. Events were clubbed with previously reported events. Events: arthralgia, fatigue, headache, alopecia, medical device monitoring error were newly added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("unusual bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menometrorrhagia ("unusual and prolonged periods"), pain ("pain") and abdominal pain lower ("cramping"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, menometrorrhagia, pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, genital haemorrhage, menometrorrhagia, pain and pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain") and genital haemorrhage ("unusual bleeding / heavy and abnormal bleeding") in a 41-year-old female patient who had essure (batch no. 628196) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure implant and ablation was performed same day". The patient's past medical history included uterine dilation and curettage and menorrhagia. Previously administered products included for an unreported indication: vitamin b and ibuprofen. Concurrent conditions included discomfort in joints, breast lump, arthritis, urinary frequency and paratubal cyst. Concomitant products included colecalciferol (vitamin d), ibuprofen (motrin), oxycocet (percocet) and paracetamol (acetaminophen). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2017, 7 years 3 months after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menometrorrhagia ("irregular menses with prolonged bleeding/ unusual menstrual cycle"), abdominal pain ("abdominal pain"), arthralgia ("joint pain/ knee pain / ankle pain"), fatigue ("fatigue"), headache ("headache") and alopecia ("hair loss"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping"), depressed mood ("no longer happy"), asthenia ("no energic as she was"), dysmenorrhoea ("severe menstrual pain"), dyspareunia ("pain during intercourse") and libido decreased ("level of sexual intimacy declined"). The patient was treated with surgery (robotic assisted laparoscopic total hysterectomy and bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, menometrorrhagia, abdominal pain lower, depressed mood, asthenia, dysmenorrhoea, dyspareunia, abdominal pain, libido decreased, arthralgia, fatigue, headache and alopecia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, arthralgia, asthenia, depressed mood, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, libido decreased, menometrorrhagia and pelvic pain to be related to essure. The reporter commented: the coil was released and good visualization of three rings of coil were seen from that ostia diagnostic results: in (B)(6) 2010, essure confirmation test was performed by x-ray. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysmenorrhea, pelvic pain, abdominal pain lower, hair loss, headache, depression. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-oct-2018: quality-safety evaluation of product technical complaint. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain") and genital haemorrhage ("unusual bleeding / heavy and abnormal bleeding ") in a 41-year-old female patient who had essure (batch no. 628196) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure implant and ablation was performed same day". The patient's medical history included uterine dilation and curettage, menorrhagia and cholecystectomy. Previously administered products included for an unreported indication: ibuprofen and vitamin b. Concurrent conditions included discomfort in joints, breast lump, arthritis, urinary frequency, paratubal cyst and tonsillectomy. Concomitant products included estradiol from (B)(6) 2017, ibuprofen (motrin), oxycodone hydrochloride;paracetamol (percocet), paracetamol (acetaminophen) and vitamin d nos (vitamin d). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menometrorrhagia ("irregular menses with prolonged bleeding/ unusual menstrual cycle"), abdominal pain ("abdominal pain"), arthralgia ("joint pain/ knee pain / ankle pain"), fatigue ("fatigue"), headache ("headache") and alopecia ("hair loss"), 7 years 3 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping"), depressed mood ("no longer happy"), asthenia ("no energic as she was"), dysmenorrhoea ("severe menstrual pain"), dyspareunia ("pain during intercourse") and libido decreased ("level of sexual intimacy declined"). The patient was treated with surgery (robotic assisted laparoscopic total hysterectomy and bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menometrorrhagia, abdominal pain, arthralgia, fatigue, headache and alopecia was resolving and the genital haemorrhage, abdominal pain lower, depressed mood, asthenia, dysmenorrhoea, dyspareunia and libido decreased outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, arthralgia, asthenia, depressed mood, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, libido decreased, menometrorrhagia and pelvic pain to be related to essure. The reporter commented: the coil was released and good visualization of three rings of coil were seen from that ostia. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - in (B)(6) 2010: essure confirmation test was performed. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysmenorrhea, pelvic pain, abdominal pain lower, hair loss, headache, depression. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-nov-2018: pfs received. Updated outcome of events (joint pain, pelvic pain, abdominal pain, fatigue, headaches, unusual menstrual cycle, and hair loss). Medical history, concomitant drug were added. Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain") and genital haemorrhage ("unusual bleeding / heavy and abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menometrorrhagia ("unusual and prolonged periods / irregular and prolonged menstruation"), abdominal pain lower ("cramping"), depressed mood ("no longer happy"), asthenia ("no energic as she was"), dysmenorrhoea ("severe menstrual pain"), dyspareunia ("pain during intercourse"), abdominal pain ("abdominal pain") and libido decreased ("level of sexual intimacy declined"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, menometrorrhagia, abdominal pain lower, depressed mood, asthenia, dysmenorrhoea, dyspareunia, abdominal pain and libido decreased outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, asthenia, depressed mood, dysmenorrhoea, dyspareunia, genital haemorrhage, libido decreased, menometrorrhagia and pelvic pain to be related to essure. Most recent follow-up information incorporated above includes: on 11-may-2018: correction: new reporter husband was added; no longer happy, no energic as she was, severe menstrual pain, pain during intercourse, abdominal pain and level of sexual intimacy declined were added as event.) Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.